Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. There was a narrow distal aorta measuring 18x22 mm in diameter. The proximal neck was 25 mm in diameter and 15 mm in length. The right iliac artery was 25, 21mm in diameter and the left iliac artery was 21, 18 mm in diameter. The femoral arteries were 8 mm in diameter. It was reported that case it was apparent on ivus that the right limb was narrowed. Even after inflation of the reliant balloon it remained narrowed. The ipsilateral limb of the main body extended to just above the lcia. The physician relined the contralateral side hoping to even out the radial force, and thereby created a narrowing on the ipsilateral side there was a small segment where the extender came out of the main ipsilateral body and was again only one layer thick. The physician then relined the ipsilateral side and again smashed the other side. Bilateral pta balloons did nothing as the three layers on the one side clearly sma shed the two on the other. The physician finished the case with bilateral palmaz stents, which solved the problem. No additional clinical sequelae were reported and the patient is fine. The review of several returned images pre-op and intra-operative show that the bifurcate ipsilateral limb was placed into the right iliac; crossing over the contra limb. Both iliac limbs were re-lined and also had palmaz stents placed in the limbs near the area where the limbs were crossed. Ivus images showed that both limbs appeared compressed along their length.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films). Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (anatomy related; small distal aorta). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small distal aorta).